Event description:
It was reported that the motor rate error occurred and plunger seal pushed in. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation.visual and functional testing were performed. Device was in excellent condition. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be plunger tube seal was pushed inside of pump which is the causing of the motor rate error. The technician replaced plunger tube seal cleaned and greased the whole motor assembly. Performed occlusion test and all functional tests which passed.